Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer states the battery cap is "danged," the customer was a sent a new battery cap but it did not solve the issues. The customer states pump alarmed low battery and to replace the battery multiple times. The customer was assisted with troubleshooting and the display did not return. The pump is not returning for analysis.